Event description:
It was reported that the patient is deceased. Approximately six years and ten months post the implant of the pacing lead the patient was taken to the hospital for feeling "dizzy" and experiencing "vomiting;" a "normal" heart rate was found. The following day, while the patient was drawing in bed, the patient died.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Attempts to obtain additional information were unsuccessful. A cause of death was requested and not received. Evaluation summary: (B)(4)-the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. No anomalies were found. Additional information was received that the patient's pacemaker belongs to this manufacturer; therefore, model ss303 has been added to this event contact. Models 4968 and ss303 have been returned to the manufacturer.